Manufacturer narrative:
Method: the actual device was not returned and the lot number is unknown. As the lot number is not known, a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. All information reasonably known as of 13-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2017-00059 for the second patient. Fill volume: unknown. Flow rate: unknown. Procedure: total knee arthroplasty. Cathplace: adductor canal. It was reported that a patient had part of their catheters retained. A nurse removed the catheter with no discomfort experienced by the patient and it was found to have no black tip. The anesthesiologist measured the catheter from the 5 centimeter marking and noted that the distal tip was not in tact. It was described as broken straight across. The catheter segment was not removed from the patient. However, the patient was doing well and in stable condition.